Event description:
Lead management case to extract three cardiac leads due to cied system/pocket infection. The physician began the procedure by prepping the lv lead with an lld and then removing it with traction. A stylet was then inserted into the ra lead and the physician attempted to extract the helix. After two attempts the helix would not retract. Attention was turned to the rv lead, prepping it with an lld. A 14f glidelight was advanced up to the clavicular region. Unable to make forward progress the physician then added an outer sheath. Additional progress was made but when the lead was straightened the lead looked partially detached from the atrial wall. Review on tee showed that the lead was still attached to the appendage and at times caused the appendage to invert causing arrhythmias. Due to this problem the physician then switched his attention back to the rv lead where again progress stalled at the svc before reaching the proximal coil. The device was upsized to a 16f glidelight. Progress stalled again in the same area. The physician then switched back to the ra lead and effectively lased to the helix of the lead without any decrease in blood pressure and no visible issues on echo. Utilizing just traction on the ra lead through the laser sheath without activation, the lead popped free of the ra wall. At this time a marked decrease in blood pressure was noted as well as a pericardial effusion. A sternotomy was performed revealing a perforation in the atrial/svc junction. The rv lead was removed during the sternotomy and the patient survived the intervention.

Manufacturer narrative:
(B)(4). Placeholder.